Event description:
It was reported that the infusion device displayed an electronic error message on (B)(6) 2022 and the error persisted anytime the patient tried to turn the device on. The patient woke up on (B)(6) 2022 with hyperglycemia and was admitted into the hospital. The blood glucose results at the hospital were not provided. The patient was treated with omeprazole and ranitidine at the hospital. It is unknown how long the patient was in the hospital. No further information was provided.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.